Manufacturer narrative:
Product evaluation: when the emg tube was received, the electrode wires were not bound with the white tape as manufactured and the red / white electrode was missing, which indicates handling of the device. A syringe was used to inject the cuff with 20cc of air and there was no ¿visually¿ detectable leak after 1 minute; it was not until the device was submerged in water that a leak was observed (not at the white plug but in the cuff). To quantify the leak further, 20cc of air was injected into the cuff and after 1 minute approximately 15cc of air was removed (loss of 5cc per minute). There was a v-shaped puncture on the proximal side of the cuff measuring 0.015¿ wide which would have resulted in the reported event. The shape of the damage was consistent with an external to internal puncture. The puncture did not align with an electrode wire and the electrode wires were within their respective lumens. The information most likely indicates the puncture was the result of inadvertent mishandling, such as an electrode needle (red / white or green) puncturing the cuff. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During set-up for a thyroidectomy/parathyroidectomy procedure, the physician tested the emg tube for patency. After inflating the cuff the physician found that the "cuff of the tube (the white plug) was leaking"; the inflation assembly. A new device was used for the procedure. There was no patient impact.